Manufacturer narrative:
Device evaluation: sample received by shm: the returned sample consist of one (1) inner cannula of p/n 100/850/070 reported the p/n of the cannula 007/073/570 l/n unknown; the returned sample was received in used condition. During visual inspection, the sample was visually inspected, and it was observed the ring of the inner cannula was broken. The customer reported condition was confirmed. Problem source is unknown. The most probable causes are: the inner cannula was received damaged from supplier united plastic group. The inner cannula was not detected trough the in-process visual inspection since the specification for this type of failure is not documented in the manufacturing procedure and quality procedure. The inner cannula was damaged after the product left shm facilities. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that when the customer removed the inner cannula from the tube on a smiths medical blue line ultra tracheostomy tube, the pull ring broke. No adverse effects were reported.